Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The product support engineer advised customer to adjust the brightness to see if that is the problem. If after adjusting the brightness the screen is still dim then he should replace the back light inverter. The sn of the unit indicates this unit has the 1st gen lcd which has a back light inverter. Fse - gave customer the pn and price for the back light inverter. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.